Event description:
The clinic reported that a laser vision correction patient presented with flap dislocation in the right eye one day post treatment. It was stated that the patient admits he maybe responsible for the dislocation. The flap was lifted and epithelial ingrowth and striae removed, and flap was repositioned without complication. No further information has been provided.

Manufacturer narrative:
In initial report the following was not included in description of the event and is provided in this follow up: a bandage contact lens (bcl) was placed and right lid was taped shut. User facility was selected as an additional report source. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.